Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected and subsequently shuts down. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate pump for insulin therapy and declined to troubleshoot with tandem technical support.